Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery multiple times. The customer believes is the insulin pump. The customer was advised that the insulin pump will be replaced. The customer's blood glucose was 158mg/dl.